Event description:
Device report received from (B)(4) reported a plate broke postoperatively and was explanted.

Manufacturer narrative:
Device was received at synthes (B)(4) and is in the evaluation process, no conclusion has been drawn.